Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during the fourth preparation step, the hst iii system (3.8mm) seal remained in the tube and could not be removed. A new heartstring was removed and the procedure was completed. There were no procedural delays. No health hazards to the patient.

Manufacturer narrative:
(B)(4). Updated section: b4, g3, g6, h2, h6, h11. The lot # 3000422757 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
N/a.